Manufacturer narrative:
(B)(4). The ventilator was evaluated by a third party service provider; the oxygen sensor was calibrated,which resolved the issue. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider.

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
Report received that the ventilator was inoperable. Patient involvement information was not provided by the customer.